Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned device consisted of a sterling sl balloon catheter with no other devices. Device analysis determined the condition of the returned device was consistent with the reported information. Inspection under magnification revealed two tears in the balloon material. The balloon was longitudinally torn 35mm in the length on the distal end and had a circumferential and longitudinal tear 15mm from the distal markerband. There were no irregularities in the balloon material that could have contributed to the pinhole. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 80mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. No patient complications were reported.